Event description:
It was reported that a catheter revision was being performed and they were planning on advancing the catheter to a higher level. The patient was not getting significant enough relief since implant. It was noted they were getting some relief but they felt like they would get better results with a higher catheter placement. The patient had a vertebral fracture at thoracic vertebrae 11 (t11), and the previous catheter was at t10/t11. They moved the new catheter up to t8. It was further reported that there was a catheter issue at the catheter tip. It was noted the catheter tip was placed at thoracic vertebrae 10 (t10). The patient was not getting therapeutic relief; therefore, a revision was performed and the health care provider (hcp) removed the spinal segment, and advanced a new spinal segment to mid-t8, and it was noted that the catheter issue was resolved. The pump and pump segment remain implanted. The patient status at the time of the report was noted as ¿alive no injury¿. The pump system was being used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).